Event description:
It was reported that recently the patient has had an increase in seizure activity that has required ER visits and diastat injections. At the follow up appointment with the physician, the vns could not be interrogated. Due to the failure to program and the increased seizures, the physician believes the vns generator is at end of service (eos). No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.